Manufacturer narrative:
Please note that the associated MFR# was inadvertently missed in the initial MDR. This report is associated with MFR report number: 3005168196-2017-01407.

Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using two cat6 indigo system aspiration catheter 6 (cat6) during the procedure, the physician felt resistance and was unable to advance a cat6 through a non-penumbra catheter. The cat6 became kinked and was, therefore, removed. The physician attempted to use another cat6; however the physician again felt resistance and the cat6 became kinked upon insertion into the sheath. The cat6 was therefore removed, and the procedure was completed using the same sheath and a stent. There was no report of an adverse effect to the patient.